Event description:
It was reported that the left ventricular lead broke upon extraction with the distal portion fixed in the patient posing "no clinical harm." No further information about the lead is known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).